Manufacturer narrative:
Additional information is still being sought to obtain the implant date. This report will be updated once additional information is received.

Event description:
It was reported that this right atrial (ra) lead exhibited noise during atrial tachy response (atr) events. Additionally, a signal artifact monitor (sam) event was recorded due to high out of range pacing impedance measurements. This lead was tested with provocative maneuvers with no noise able to be reproduced. Rhythmcare recommended performing an x-ray to evaluated lead integrity. Further evaluation is expected at the next follow up appointment. No adverse patient effects were reported.